Manufacturer narrative:
An additional lot number was reported (lot # m020978). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Blood glucose level was not impacted. Reportedly, the customer continued using the existing cartridge for insulin therapy.